Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 60 mg/dl, and the meter bg reading was 497 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 726 mg/dl, and experienced diabetic ketoacidosis a healthcare provider identified as life threatening. Customer went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and electrolytes to address bg level. Customer was released from the hospital on (B)(6)2025 with the issue resolved and no known permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.